Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 620722) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, breast mass, breast biopsy, dermal cyst, arthritis, foot operation and grand multiparity. Concurrent conditions included pelvic adhesions, pelvic pain, pelvic discomfort, back pain, pelvic adhesions, menstrual disorder, genital bleeding, uterine leiomyoma and bowel adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 178 lbs. Doctor proceeded with placement with a second essure in the patient's left ostium. This unfortunately took three attempts. The first two, there were too many coils visible and the essure had to be removed.. On the second attempt, the placement was excellent, however the coil became attached to the hysteroscope and on removing the hysteroscope, the coil came free. The third placement was excellent with eight coils counted after the placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on an unknown date: status-post bilateral essure catheter placement. The right essure catheter was seen more distal in the fallopian tube as compared to the left side as described above. There did not appear to be patency of the fallopian tubes and no pelvic spill was appreciated. Hsg confirms tubal occlusion from the essure device but on the left cornua there was -3 cm of the coil protruding into the cavity.; on (B)(6) 2006: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: unlocked for quality safety evaluation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 620722) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, breast mass, breast biopsy, cyst, arthritis, foot operation and grand multiparity. Concurrent conditions included pelvic adhesions, pelvic pain, pelvic discomfort, back pain, pelvic adhesions, menstrual disorder, genital bleeding, uterine leiomyoma and abdominal adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Doctor proceeded with placement with a second essure in the patient's left ostium. This unfortunately took three attempts. The first two, there were too many coils visible and the essure had to be removed.. On the second attempt, the placement was excellent, however the coil became attached to the hysteroscope and on removing the hysteroscope, the coil came free. The third placement was excellent with eight coils counted after the placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on an unknown date: status-post bilateral essure catheter placement. The right essure catheter was seen more distal in the fallopian tube as compared to the left side as described above. There did not appear to be patency of the fallopian tubes and no pelvic spill was appreciated. Hsg confirms tubal occlusion from the essure device but on the left cornua there was -3 cm of the coil protruding into the cavity. On (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs and mr received ¿ case become valid with incident. New event injury was replaced with pain, events vaginal hemorrhage, menorrhagia, abdominal pain lower were added. Product information lot number, product indication, essure removal date were added. Patient demographics were added. New reporter and consumer details were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.